Manufacturer narrative:
This medwatch is being updated to include a report sent to us by the user facility.

Event description:
The port was implanted on 8/2/96 on the pt's right side for chemotherapy. On 8/5/96, extravasation of chemotherapy from the port was reported to have occurred. The port was removed and the tissue was debrided.